Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and case. Unit was received with the original battery and it passed the delivery accuracy test.

Event description:
It was reported via e-mail from (B)(6) that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of death. Caller stated that the customer had heart problems. Caller also stated that no autopsy was done. Nothing further was reported.